Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had flipped in the pocket and was unable to communicate with external devices. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.